Event description:
Three days after this device was implanted, it was reported that when this device interrogated, an attempt to access aida+ resulted in an error message. The device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and remains implanted. Note: this was originally reported on a device defect report; however, ela medical rec'd a letter from the FDA stating this should be reported as an MDR. This is being filed late due to ela medical getting a complete understanding of the reporting requirements.

Manufacturer narrative:
During interrogation, acess to aida+programming would not operate, resulting in an error message. Device remains implanted and is functioning normally. The analysis review of production history records. Results: the analysis review of production history records showed that this device was in specification when it was released. Please see the attached analysis for complete details.